Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 300 mcg/day via an implanted pump for intractable spasticity and multiple sclerosis. It was reported a motor stall and recovery were seen at the initial interrogation and the patient recently had an MRI. It was further reported the patient had an MRI on (B)(6) 2019 and the pump was not interrogated until (B)(6) 2019 per the rep¿s knowledge. The motor stall recovery occurred on (B)(6) 2019. The pump was accessed on the date of this report and the actual residual volume (arv) was 16mls and the expected residual volume (erv) was 13 mls. This matched closely to the amount that would have been delivered while the pump was stalled. The pump was being replaced today [(B)(6) 2019]. The patient was seen on (B)(6) 2019 and was complaining about having more spasticity. Additional information was received from a company representative (rep) on 2019-aug-20 and it was determined the patient had an MRI that caused the motor stall and the manufacturer was not notified of the MRI taking place to read the pump after the scan. The motor stall recovered over three weeks after the MRI, however the pump was replaced as it has been in a stall for over 48 hours. The patient¿s weight at the time of the event was unknown. The pump was sent to pathology and the rep would be able to retrieve from pathology, next week, (B)(6) 2019. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Consumer report source is also applicable to this event. If information is provided in the future, a supplemental report will be issued.